Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. The patient is not dependent and no programming changes were reported. The patient was stable throughout.

Event description:
New information received noted the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited continued noise which did not allow for programming changes in sensitivity. Further lead testing and isometrics were discussed. No intervention was reported. The patient is scheduled for a follow up in-clinic visit at a later date. The patient was stable throughout.